Event description:
Date of event is unknown. Boston scientific corporation was informed that two months post hta procedure the patient presented with a hematometra. The physician felt that the hematometra was at the external orifice of the uterus (external os); a hysterectomy was performed on the patient. It was reported that the hydrothermablator procedure set used during the procedure worked "fine."

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. (Hysterectomy). Information supplied was completed by the manufacturer based on information obtained from the user facility. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.